Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the surgery had not been scheduled yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the ins was in overdischarge due to patient compliance. The rep said the ins was unable to communicate with any external device. The rep performed a physician mode recharge which yielded a 75% ins charge after 2 hours. The rep said the ins battery was interrogated with a code 02608 and the power on reset was cleared. The recharger was then placed over the ins battery and the charge level was less than 25%. The rep noted that surgical intervention was planned and the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.